Event description:
A surgeon stated the connection between the cone and the part where it can be fixed by screwing was loose. The surgeon used both hands to hold the syringe and push the plunger during the procedure. The "cap" detached in the patient's eye; there was no patient impact. The surgeon was able to use another syringe from the same lot or product without difficulty to complete the procedure.

Manufacturer narrative:
One returned opened sample was received and evaluated. The luer lok adaptor (lla) was detached from the barrel of the returned sample. There were no component defects observed. The device was reassembled was instructed in the directions for use (dfu) and a functionality test was performed; the device functioned properly. The batch record review indicated all syringes were visually inspected and there were no remarks in the batch record assembly and blistering. Retention samples were inspected and tested; retention samples met specifications. There has been one other complaint reported in this lot of product.